Event description:
It was reported that a patient experienced confusion and visual disturbances prior to falling and hitting their head. Training was conducted on (B)(6) 2024, first patient was treated at approximately 9:00am using local anesthetic. Prefilled syringes containing lidocaine 1%/epi/bicarb (per provider) in 3cc increments. Patient was administered infraorbital and mental nerve blocks, followed by fanning technique with needle lateral to medial on both cheeks. Patient tolerated procedure well, discussed post care and left office without complaint and in stable condition. Health care representative called the trainer at 3:39pm to inform that post-treatment the patient went to run errands and became confused with visual disturbances. She fell and hit her head. Pa's (B)(6) notified (B)(6) md on staff (dr. (B)(6). Per (B)(6), md recommended patient go to the hospital. Per (B)(6), patient was refusing care. At 6:05pm, (B)(6) texted this trainer "the patient is in the ER".

Manufacturer narrative:
(B)(6) rn, (B)(6) medical information manager, had a verbal phone call on (B)(6) 2024 with dr. (B)(6). He reported that the patient had a stroke but has lost contact with the patient. When (B)(6) spoke with the doctor, he was not aware of the type of stroke and the patient was lost to follow up. Dr. (B)(6) told (B)(6) to follow up with (B)(6) who was the treating provider. (B)(6) was not responsive to obtaining medical history or responding to (B)(6). Dr. (B)(6) did confirm verbally that the patient did not have any preexisting conditions, but did take medications for psychiatric condition. Dr. (B)(6) was put in contact with dr. (B)(6), (B)(6) medical director for a peer review of the case. The patient and provider were both lost to follow up. If any new information is provided, we will provide a follow up report.